Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital disposed of instrument.

Event description:
It was reported that during a variax elbow procedure, the depth gauge "fell apart". The shaft that goes inside of the outer sleeve separated into two pieces. The colored stainless steel tip broke off the black shaft portion.